Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "orif for right tibia was performed. During surgery, locking failure of the advanced locking screw was happened."

Event description:
As reported: "orif for right tibia was performed. During surgery, locking failure of the advanced locking screw was happened."

Manufacturer narrative:
Please note addition of manufacturing date and expiration date. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.